Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. The fsr replaced channel b mix valve. With the valve replaced and preventive maintenance complete, the heater cooler unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for cardiopulmonary bypass procedure, the heater cooler unit failed with an audible alarm and error code of "e0d" on channel b. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.